Event description:
Per complaint: a patient report, during home treatment, cadd legacy pump stopped during delivery of fluids and gave an error and-or alert.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Did not notice any external damage. The device was powered up, testing was performed and the device passed all testing. No issues were found with any error codes or messages. The customers problem could not be confirmed. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.